Event description:
Per the edwards lifesciences field clinical specialist report, after the successful transapical deployment of a 26mm sapien valve, the patient became hemodynamically unstable requiring additional medications, CPR and percutaneous femoral bypass. Post deployment the valve position was 50:50 with mild paravalvular leak (pvl), no central aortic insufficiency (cai); there was also severe right ventricle (rv) dysfunction noted in the echocardiogram. The patient was transferred to the unit on a partial bypass ECMO system to improve the lv and rv function. Per the report, the patient¿s hemodynamic instability was thought to be associated to a combination of the patient¿s severe pulmonary hypertension, baseline low lv ejection fraction (20%) and rapid ventricular pacing. The ECMO partial bypass system was removed 2 days later. The patient then developed a ¿cold leg¿ requiring surgical intervention and left with a fasciotomy. The patient developed an infection, as a complication of the fasciotomy, which caused the patient to go into cardiogenic shock with a successful resuscitation 7 days after tavr. The family decided on no more resuscitations and the patient died a few hours later. The patient¿s aortic annulus area measured 24mm per tee, with moderate leaflet calcification. The coaxial alignment of the delivery system and valve and the imaging intensifier angle were considered to be good. There were no issues with the pacing capture and the patient¿s ventilation was not held during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. In this case, the cause for the reported patient¿s hemodynamic instability post valve deployment cannot be confirmed; however, per report the event appeared to be associated to patient factors (i.e. History of severe pulmonary hypertension and baseline ef of 20%) in combination with procedural factors (i.e. Rvp). There was no allegation of device malfunction. The additional adverse events reported post tavr were not related to the edward¿s devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of the event is ongoing.